Event description:
With patient under anesthesia, it was brought to the attention of the circulating nurse that the autoclave in which the instrument and tubing on the sterile field only reached 255 degrees instead of 270 degrees required for sterility guidelines. The sterilizer was checked and did reach 270 degrees. The amsco rep. Found the chart marker was bentinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: factory trained/authorized/owned service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.